Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)fiber optic cable failed to read. They switched to a new iabp immediately and it read. There was no patient harm.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) fiber-optic cable failed to read. They switched to a new iabp immediately and it read. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d8, d9, e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code), b5. Due to character limit in block e1 event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse connected a fiber iab with a trainer and it completed autofill successfully and pumped. It recognized the fiber connection and calibrated as normal. The fse opened the unit and found that the fo card was not fully seated into the card cage. The fse reseated the board and completed a full system test / preventive maintenance (pm) protocol. All tests passed to factory specifications. The iabp was returned to the customer and released for clinical use. The doppler probe was replaced, but is not manufactured by getinge. The following was performed by the sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing dept. Received part number: 0154-01-0005 serial number n/a. Doppler probe with a reported unit failure of the doppler probe not reading. The fat dept. Performed a visual inspection of the part received and found that the doppler probe case is cracked. Due to this damage, the doppler probe cannot be installed and investigated any further. Retaining the doppler probe in fat department per procedure 0002-07-d008 rev as. The doppler probe is not manufactured by getinge. An evaluation is not required. Based on the evaluation results provided by the fse, the issue was resolved by reseating the fiber-optic board. Since no part was replaced or returned for evaluation, the root cause could not be determined. It is unclear why or how the board became incorrectly seated.